Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: outside uterine cornua up into fallopian tube, tubes adherent to uterus') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 40-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine leiomyoma, uterine polyp and multiparous. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"), migraine ("migraines/headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), urinary tract disorder ("urinary problem"), abdominal pain ("abdominal pain") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy (full),tubal ligation and ablation on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, depression, vaginal infection, vaginal haemorrhage, anxiety, migraine, nausea and dysmenorrhoea outcome was unknown and the genital haemorrhage, urinary tract disorder, pelvic pain, abdominal pain and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic ,abdominal pain,general abnormal bleeding,psych injury, migration,bladder/urinary problem. Left: 2 coils coming out of the essure, right: about 1 coil left. Lot number:b09699 manufacturing date:2013/03 expiration date:2016/03/31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: fu(5) and fu(6) processed together. Pfs received. Events added: migraines/headaches, nausea and dysmenorrhea (cramping). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: outside uterine cornua up into fallopian tube'), pelvic pain ('pelvic pain/pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and haemorrhagic ovarian cyst ('left hemorrhagic ovarian cyst') in a 40-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included tubal ligation on (B)(6) 2018, uterine leiomyoma, uterine polyp and multiparous. Concurrent conditions included bacterial vaginosis, back disorder, chest pain, obesity, shortness of breath and ovarian cyst. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches"), nausea ("nausea"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On (B)(6) 2020, the patient experienced complication of device removal ("removal of second essure failed, could not be found at hysterectomy"). On an unknown date, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), uterine adhesions ("tubes adherent to uterus"), adenomyosis ("florid adenomyosis"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problems") and was found to have uterine leiomyoma ("symptomatic fibroid uterus"). The patient was treated with surgery (removal of one essure, bilateral ligation on (B)(6) 2018, supracervical hysterectomy, bilateral salpingectomy on (B)(6) 2020 and endometrial ablation on (B)(6) 2017) and hemorrhagic ovarian cyst repair. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, menorrhagia, haemorrhagic ovarian cyst, dysmenorrhoea, vaginal haemorrhage, vaginal infection, uterine adhesions, adenomyosis, migraine, nausea, depression, anxiety and complication of device removal outcome was unknown and the abdominal pain, genital haemorrhage, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, adenomyosis, anxiety, bladder disorder, complication of device removal, depression, device dislocation, dysmenorrhoea, genital haemorrhage, haemorrhagic ovarian cyst, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine adhesions, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain,general abnormal bleeding, psych injury, migration, bladder/urinary problem. Insertion details - left: 2 coils coming out of the essure, right: about 1 coil left insertion date: 2014 (as per medical records discrepancy noted). Removal date: (B)(6) 2020 as per mr discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: a. Sample "no. 1 ovarian cyst" consists of a portion of tan-pink, membranous soft tissue weighing less than 1 g and measuring 1.7 x 1.4 x 1.0 cm. B. Sample "no. 2 right fallopian tube" consists of a segment of fimbriated fallopian tube measuring 2.5 cm in length x 0.7 cm in diameter. C. The sample "no. 3 uterus" consists of a 181 g uterine corpus measuring 7.5 x 7.3 x 6.6 cm. No cervical tissue is identified. A residual, fibrotic endometrial cavity is identified measuring 3.5 cm fundus to cervical amputation site and 1.4 cm cornu to cornu. Sectioning reveals a 0.1 cm thick endometrium and 1.7 cm thick markedly trabeculated myometrium d. Sample "no. 4 left fallopian tube" consists of a non fimbriated segment of fallopian tube measuring 1.7 cm in length x 1.0 cm in diameter. B. Right fallopian tube, salpingectomy: fallopian tube without diagnostic abnormality. C. Uterus, supracervical hysterectomy: 1. 181 g uterine corpus with florid adenomyosis. 2. Proliferative phase endometrium. D. Left fallopian tube, salpingectomy: portion of normal fallopian tube. Surgery - on (B)(6) 2020: history of essure placement and removal of one essure device. History of fibroid uterine with menorrhagia, failed depo mgmt. Desiring supracervical hysterectomy. Hystory of laparoscopy with one essure removal and bilateral tubal ligation. Operative report preoperative diagnoses: 1. Symptomatic fibroid uterus. 2. Pelvic pain. Postoperative diagnoses: 1. Symptomatic fibroid uterus. 2. Pelvic pain. 3. Left hemorrhagic ovarian cyst. Procedures performed: supracervical hysterectomy via pfannenstiel skin incision, bilateral salpingectomy, left hemorrhagic ovarian cyst repair. Multiple attempts were made to evaluate the essure, no essure was felt in the cul-de-sac. All the adhesions of the uterus were amputated. The amputated uterus was cut to see if the essure device was in there, but it was very difficult to visualize due to multiple fibroids. Essure was not found. Again, the cul-de-sac was evaluated and all the adhesions were evaluated. Decision was made to close as no essure device was visualized or felt. Again, small adhesions and bleeding was noted from the cut edges of the pedicles of the ovarian adhesions. Lot number:b09699 manufacturing date:2013/03 expiration date:2016/03/31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: medical record received. Reporters information, reporter causality comment and medical history were added. New event added: symptomatic fibroid uterus, uterine adhesions and left hemorrhagic ovarian cyst. A second surgery (hysterectomy) was performed on (B)(6) 2020, due to pelvic pain, the second essure could not be found we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problem"), pelvic pain ("pelvic pain"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy (full),tubal ligation). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, psychological trauma and vaginal infection outcome was unknown and the genital haemorrhage, urinary tract disorder, pelvic pain, abdominal pain and bladder disorder had resolved. The reporter considered abdominal pain, bladder disorder, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic ,abdominal pain,general abnormal bleeding,psych injury, migration,bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, psychological trauma, genital bleeding, device dislocation, vaginal infection, bladder problem and urinary tract disorder. Reporter added, patient demographic added, essure removal date added, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: outside uterine cornua up into fallopian tube, tubes adherent to uterus') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) in a 40-year-old female patient who had essure (batch no. B09699) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uterine leiomyoma, uterine polyp and multiparous. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), urinary tract disorder ("urinary problem"), abdominal pain ("abdominal pain") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy (full),tubal ligation and ablation on (B)(6) 2017. Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, depression, vaginal infection, vaginal haemorrhage and anxiety outcome was unknown and the genital haemorrhage, urinary tract disorder, pelvic pain, abdominal pain and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic ,abdominal pain,general abnormal bleeding,psych injury, migration,bladder/urinary problem. Left: 2 coils coming out of the essure, right: about 1 coil left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), did not undergo essure confirmation test were added as events. Lot number received. The event psychological or psychiatric problems condition: depression and mental anguish was clubbed with psych injury. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.